Event description:
It was reported that during the attempted implant of a right atrial (ra) lead the ra lead exhibited high thresholds and far fiend r wave oversensing during multiple implant attempts. The ra lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.